Manufacturer narrative:
Due to character limit in the e1 section, the full event site address is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra aortic balloon had a leak in the catheter tubing. The injury information was not specified.

Event description:
It was reported that the intra aortic balloon had a leak in the catheter tubing. No harm/injury has been reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit.

Manufacturer narrative:
Updated fields: b4, b7, g3, g6, h11.

Event description:
N/a.